Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional response buttons) has been confirmed. As received, the rear response button was not operating. Upon investigation, the rear button switch was intermittently defective. The cause of non-funciotnal response button is the defective switch. The root cause of the defective switch was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the response buttons are non-functional.